Manufacturer narrative:
This is the same event as 3010536692-2016-00530. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to the following mom complication: chromium and cobalt toxicity and pain (right) additionally, allegedly the patient stated the hip was painful and felt unstable. Additional information provided on (B)(4) 2016 from d040 regarding implant date being (B)(6) 2010 not (B)(6) 2009 and revision date of (B)(6) 2016. Also that the patient stated the hip was painful and felt unstable.